Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit. Analysis determined that the reported failure was due to a severely depleted battery. The high system current drain was caused by a resistive short in the radio frequency module, adt5 to vss. This was demonstrated through thermal emissions, digital test failures, low nodal voltage, and matching simulations. The physical location of the short was not determined.

Event description:
It was reported that the patient felt heat at the device site on a couple of occasions which prompted an office visit. During the office visit, the device could not be interrogated and there was no evidence of pacing. The device was noted to potentially have premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.